Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of baxter's investigation or should additional information become available.

Manufacturer narrative:
(B)(4). The sample was evaluated and the condition was confirmed however the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, a hospital reporter told baxter that the tubing device came apart below the lowest port and blood backed up onto the patient's gown and blanket during use on (B)(6) 2011. The reporter stated that she did not know the amount of blood loss in the event, but that no permanent injury was reported. The reporter stated that as soon as the nurses noticed the incident, the tubing device was changed and the patient's treatment continued without further incident.